Manufacturer narrative:
The sample is plasma collected in a pst tube. Qc was within customers established range pre and post the event. System check was performed on (B)(6) 2010 and met specification. Bci service verified hardware and all testing met specification. No clear root cause can be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards accutni result in the risk stratification range for one patient generated by access 2 immunoassay analyzer. The sample was repeated on another unit and the result was within range. The results are provided. The erroneous results were reported out of the laboratory. No report of injury that required medical intervention or change to patient treatment is associated with this event.